Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, loss of capture, and variable intrinsic amplitude measurements. The lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, loss of capture, and variable intrinsic amplitude measurements. The lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the ra lead also exhibited noise during patient isometrics in both unipolar and bipolar configurations. The lead was subsequently programmed off. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, loss of capture, and variable intrinsic amplitude measurements. The lead was tested in the clinic and impedances were greater than 2500 ohms in unipolar and bipolar configurations, and noise could be recreated with the patient moving their shoulder. Boston scientific technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the ra lead also exhibited noise during patient isometrics in both unipolar and bipolar configurations. The lead was subsequently programmed off. No adverse patient effects were reported. Additional information was received which reported that the lead was later surgically abandoned due to the previously reported issues. No additional adverse patient effects were reported.